Event description:
During the patient's hip replacement, while drilling the hole for the second 6.5 mm cancellous fixation screw, the drill bit broke within the bone. The majority of the bit was extracted - however the very distal few millimeters of the drill bit remained deep in the bone of the pelvis.